Manufacturer narrative:
Investigation summary: bd received six (6) customer samples in support of this complaint. Evaluation of the returned samples shows tubes with blue caps instead of clear caps. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of incorrect cap color was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode incorrect cap color. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced shield/cap / stopper is different color/shade or faded. This event occurred 300 times. The following information was provided by the initial reporter. The customer stated: the clear tube has a blue cap instead of clear. The clear tube has a blue cap instead of clear.